Manufacturer narrative:
Product complaint (B)(4). Batch # r58d6l. Investigation summary: the analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please provide more event details? No. Were staples missing or not visible after being deployed? Staples missing. Were any staple lines formed at all? No . Did the device staple at all? Fired, but no staple. If yes, what was the appearance of the staples that deployed into the tissue? (B-formation, irregular, legs straight)?

Event description:
It was reported that the device did not staple. It was reported that during the pulmonary segment resection surgery, after fired, the tissue was cut off, but without staples. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.